Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had no audio output. No additional event or patient information is available. The issue was reported with receiver sn (B)(4), but receiver sn (B)(4) was returned for investigation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed and failed. The receiver case was opened for an interior inspection, and passed. Speaker resistance was measured and failed. The reported event of no audio output was confirmed. The probable cause was determined to be a defective speaker assembly.